Event description:
It was reported that the patient experienced a significant decrease of pain relief. The catheter was replaced. An occlusion of "fleshy" type material was noted in the proximal holes. The pump system was used to deliver morphine sulfate 25mg/ml and baclofen (lioresal) 1200mcg/ml at 17mg/day or 21mg with all ptm boluses. The patient's outcome was reported as recovered without sequelae.; "excellent pain relief now - programmed to deliver 4mg/day."

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.